Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel(device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #1).there is no allegation related to the bard/davol ventrio. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1) on (B)(6) 2006 and an unspecified bard/davol ventrio on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch (device#1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel(device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (product catalog no, corporate lot no), d6.b (date of explant), g1, g3, g6, h2, h6, h10, h11. Corrected fields: d1 (brand name). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch(device #1) on (B)(6) 2006 and an unspecified bard/davol ventrio on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch (device#1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of composix kugel mesh (device 1). Per op notes, ¿a lower midline incision was made, and the hernia was identified at the inferior aspect of the incision and another one at the mid aspect. The hernia sac was removed, and the two hernia defects were incorporated as one hernia. A composix kugel mesh (device 1) was placed and secured with sutures.¿ on (B)(6) 2012 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿an incision was made over the scar right over the pubic area. The fascial defect was noted, and adhesions were taken down and omentum was reduced. A synthetic mesh was placed and attached to the fascial defect with sutures.¿ on (B)(6) 2013 ¿ patient was diagnosed with infected mesh thereby underwent open repair with excision of composix kugel mesh (device 1) and synthetic mesh and implant of biological mesh. Per op notes, ¿an elliptical incision was made. Two pieces of mesh were identified, one proximal to the tract and one distal to the tract. The mesh was exposed. The inferior one was synthetic mesh and a superior one was composix kugel mesh (device 1), both were excised. A biological mesh was placed and secured with sutures. A drain was placed on top of the mesh and then another drain to the top of fascia and these were sutured to the skin.¿ on (B)(6) 2015 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of ventrio mesh (device 2). Per op notes, ¿an incision was made in the right upper quadrant over the area of the hernia. Pain pump catheter was placed. A ventrio mesh (device 2) was placed and secured with tacks and sutures.¿